Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a pe-af redo ablation procedure. Before inserting the catheter into the sheath, it was noted that the shaft was broken. The procedure was completed using a another mifi catheter with no patient complications being reported.

Manufacturer narrative:
The returned device has dried body fluids on the distal end, the device also has a slight s bend in the distal end and a kink in the catheter shaft 106cm from the distal tip. It was also noted that the ring seals r1,r2 &r3 are compromised. The device was tested for functional testing and no abnormal resistance was felt and the curves failed to meat specification. An x-ray of the device revealed a bent center support. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a pe-af redo ablation procedure. Before inserting the catheter into the sheath, it was noted that the shaft was broken. The procedure was completed using a another mifi catheter with no patient complications being reported.